Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was home when the system controller began alarming with red heart alarms while connected to batteries. The pt estimated that there was low flow of approximately 100 minutes. The pt exchanged to the backup system controller and then was readmitted to the hospital. The system controller "froze" and could not be interrogated.

Manufacturer narrative:
The device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.